Event description:
The complaint is reported as: "guidewires were sticking and not going through or pulling out" the needle. It was reported the wire unraveled after becoming stuck inside of the needle. Additional information was requested but is not available at the time of the this report.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. The photos displayed a guide wire through an introducer needle. The guide wire appeared to be unraveled from the distal end. The distal j-tip of the core wire was visible in the photo. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of guide wire/needle resistance was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "guidewires were sticking and not going through or pulling out" the needle. It was reported the wire unraveled after becoming stuck inside of the needle. Additional information was requested but is not available at the time of the this report.